Event description:
I have been using the omnipod insulin pumps since (B)(6) 2014 (28 months). Since early (B)(6) 2016, I have developed skin rashes around the area where the cannula enters the skin. I have not made any changes in my life that could explain the sudden reactions.